Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem and continues to monitor to determine if further actions are required..

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on (B)(6)2010, the patient developed peritonitis. The cause of the peritonitis was that "the patient did tub bath and bath tub had bacteria." On (B)(6)2010, the patient was hospitalized due to the peritonitis. In (B)(6)2010, a peritoneal effluent culture was performed which was positive for (B)(6). The nurse did not provide information regarding treatment. On an unreported date in 2010, pd therapy was withdrawn. The patient was recovering from the event. The patient's concomitant medications were not reported. Per the nurse, the event of bacterial peritonitis with culture positive for (B)(6) was not related to pd therapy.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because up arrow button was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint.